Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went to emergency room on (B)(6) 2021 due to low blood glucose level. Blood glucose value at the time of emergency room visit was 342 mg/dl. Around 2pm customer felt low and went to car and next thing was customer was on ground and insulin pump did not gave alert or warning. The customer went unconscious outside car door and passed out. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer broke nose and it did not stop bleeding. The customer allege that insulin pump was over delivering because every afternoon customer went low. The auto mode feature was active and there was no damage on insulin pump. The insulin pump will not be returned for analysis.